Event description:
Pt to cath lab for removal of fractured retention wire atrial lead of pacemaker. Another MFR's lead extraction soft teflon sheath used initially - ventricular wire moving with attempts to extract. Outer sheath changed to stiffer poly-propylene sheath - could not navigate past bend. Pt's bp dropped precipitously (down into 50's). Pt coded and rushed to or - subclavian vein punctured - pt unable to be resuscitated.